Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a device infection. The leads were explanted on (B)(6) 2018. The device was reimplanted with a temporary pacing wire. The system was replaced on (B)(6) 2018.

Event description:
New information received notes that the patient was stable and well after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.